Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device could not be charged nor linked due to open fuse and asic-u2 damage. The surface temperature of the asic measured 79 ºc. The sleep current measured 450 ma. It was reported that the patient had an emp (electromagnetic pulse) treatment, which is the source of the device damage.

Event description:
A report was received that the patient was having communication failed message on the remote control and was having difficulty charging the ipg. It was also reported that the patient¿s battery would not turned on after having a non-device related surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having communication failed message on the remote control and was having difficulty charging the ipg. It was also reported that the patient's battery would not turned on after having a non-device related surgery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected by the physician. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having communication failed message on the remote control and was having difficulty charging the ipg. It was also reported that the patient¿s battery would not turned on after having a non-device related surgery. The patient will undergo an ipg replacement procedure.